Manufacturer narrative:
(B)(4). Other devices used: catalog # 00596103010, nexgen articular surface provisional, lot # unknown. Catalog # 00596104212, nexgen articular surface provisional, lot # unknown. Catalog # 00596103012, nexgen articular surface provisional, lot # unknown. Catalog # 00596103212, nexgen articular surface provisional, lot # unknown. Catalog # 00596104010, nexgen articular surface provisional, lot # unknown. Catalog # 00596104210, nexgen articular surface provisional, lot # unknown. Catalog # 00596104014, nexgen articular surface provisional, lot # unknown. Catalog # 00596103210, nexgen articular surface provisional, lot # unknown. Catalog # 00596104012, nexgen articular surface provisional, lot # unknown. Catalog # 00596105010, nexgen articular surface provisional, lot # unknown. Catalog # 00596105114, nexgen articular surface provisional, lot # unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface provisionals have broken.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with nicks, gouges, and wear. Fourteen of the reported items have not been returned or photographs provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Six nexgen articular surface provisionals were received with the complaint for investigation. All returned provisionals exhibit nicks and gouging to their distal surface upon visual inspection. The provisionals have a potential service life of 6 to 15 years. Items received august 23, 2016 for examination: catalog # 00596104212, nexgen articular surface provisional, lot # 60373255. Catalog # 00596103012, nexgen articular surface provisional, lot # 60408317. Catalog # 00596103012, nexgen articular surface provisional, lot # 60414967. Catalog # 00596104010, nexgen articular surface provisional, lot # 61435356. Catalog # 00596104014, nexgen articular surface provisional, lot # 72991700. Catalog # 00596105114, nexgen articular surface provisional, lot # 72720900. These devices are used for treatment. Complaint history search based on the product and lot combination revealed no additional complaints for all of the part and lot combinations of the components. It is mentioned in the package insert that polymer provisionals may show eventual surface degradation from the heat and chemicals used in hospital cleaning and steam sterilization. These provisionals should be replaced when degradation is noticed. It is also mentioned to inspect all instruments/provisionals prior to use. Following review, no new risks were identified and the root cause was updated. The most likely root cause is wear and tear from use.

Manufacturer narrative:
Items received august 23, 2016: catalog # 00596104212, nexgen articular surface provisional, lot # 60373255. Catalog # 00596103012, nexgen articular surface provisional, lot # 60408317. Catalog # 00596103012, nexgen articular surface provisional, lot # 60414967. Catalog # 00596104010, nexgen articular surface provisional, lot # 61435356. Catalog # 00596104014, nexgen articular surface provisional, lot # 72991700. Catalog # 00596105114, nexgen articular surface provisional, lot # 72720900. Six articular surface provisionals were returned for review all returned provisionals exhibit nicks and gouging to their distal surface upon visual inspection. The provisionals have a potential service life of from 6 to 15 years. These devices are used for treatment. Complaint history search based on the product and lot combination revealed no additional complaints for all of the part and lot combinations of the components. It is mentioned in the package insert that polymer provisionals may show eventual surface degradation from the heat and chemicals used in hospital cleaning and steam sterilization. These provisionals should be replaced when degradation is noticed. It is also mentioned to inspect all instruments/provisionals prior to use. Following review, no new risks were identified. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Other devices used: catalog # 00596103010, nexgen articular surface provisional, lot # 61292052. Catalog # 00596103010, nexgen articular surface provisional, lot # 73376000. Catalog # 00596103010, nexgen articular surface provisional, lot # 60411873. Catalog # 00596104212, nexgen articular surface provisional, lot # 60373255. Catalog # 00596103012, nexgen articular surface provisional, lot # 60408317. Catalog # 00596103012, nexgen articular surface provisional, lot # 60414967. Catalog # 00596103212, nexgen articular surface provisional, lot # 60414971. Catalog # 00596103212, nexgen articular surface provisional, lot # 72991600. Catalog # 00596104010, nexgen articular surface provisional, lot # 61435356. Catalog # 00596104010, nexgen articular surface provisional, lot # 72990500. Catalog # 00596104210, nexgen articular surface provisional, lot # 60390857. Catalog # 00596104210, nexgen articular surface provisional, lot # 73377600. Catalog # 00596104210, nexgen articular surface provisional, lot # 62526161. Catalog # 00596104014, nexgen articular surface provisional, lot # 72991700. Catalog # 00596104014, nexgen articular surface provisional, lot # 60414975. Catalog # 00596103210, nexgen articular surface provisional, lot # 72251600. Catalog # 00596103210, nexgen articular surface provisional, lot # 61126844. Catalog # 00596103210, nexgen articular surface provisional, lot # 61429902. Catalog # 00596103210, nexgen articular surface provisional, lot # 61429902. Catalog # 00596104012, nexgen articular surface provisional, lot # 72990600. Catalog # 00596104012, nexgen articular surface provisional, lot # 60414974. Catalog # 00596105010, nexgen articular surface provisional, lot # 72719600. Catalog # 00596105010, nexgen articular surface provisional, lot # 60417709. Catalog # 00596105114, nexgen articular surface provisional, lot # 72720900. This report will be amended when our investigation is complete.